Event description:
It was reported that a patient experienced skin peel on removal of the dressing.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample requested for this complaint has become available. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿it has been communicated via the sales rep that the report of skin stripping is a result of the customer using an incorrect technique to remove the product. There is no supporting medical documentation or photos provided for inclusion in the clinical investigation. Additionally, there is no report of the patient's current condition. Therefore, based on the provided information, the likely cause of the skin stripping is the deviation from the product IFU.¿